Event description:
Couldn't move knee (decreased range of motion) [joint range of motion decreased]. Knee hot [joint warmth]. Gonalgia [arthralgia]. Knee effusion [joint effusion]. Knee swelling [joint swelling]. Case description: spontaneous report received on (B)(6) 2008 from a physician regarding a (B)(6) female pt, initials unk. The pt received her first dose of synvisc on an unk date in (B)(6) 2008. The pt's medical history is significant for gonarthrosis (grade 2). The pt received her second synvisc injection on approx (B)(6) 2008. About 3 days after the injection, the pt experienced a painful knee with important edema, intensity unk. A knee puncture was performed and 70ml aspirate was withdrawn. The synovial fluid was analyzed and showed no bacterial infection. The pt was advised to rest and treated with an icepack and nsaids. A few days later, the situation improved but the pt still had residual pain and 30-35ml effusion. The pt was treated with bi-profenid and an icepack. Two days later, the knee had improved again. The pt was almost recovered. The third injection will be given after full recovery. Concomitant medications were not reported. The physician did not assess the relationship between the events and synvisc. On 17-dec-2008, the production and quality control documentation for lot v0803 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. On 03-mar-2009, additional info was received from the physician. Pt initial are (B)(6). The pt received 3 synvisc injections on (B)(6) 2008, (B)(6) 2008 and (B)(6) 2009. The pt received the first injection without complications. Approx 2 days following the second injection , the pt experienced edema and pain of the treated knee. Knee puncture was performed on (B)(6) 2008. A 70 ml synovial fluid was withdrawn which clear and sterile. On (B)(6) 2008, the knee was punctured again and 30 ml synovial fluid was withdrawn. An nsaid and bi-profenid (ketoprofen) were given. The pt had recovered from this episode early (B)(6) 2009. On (B)(6) 2009, the 3rd synvisc injection was given. The next day, the pt experienced again a very important edema, the knee was hot and the knee could not be moved. On (B)(6) 2009, a new puncture was performed, 50 ml of sterile synovial fluid was withdrawn. On (B)(6) 2009, the knee was still swollen and again 50 ml of synovial fluid was withdrawn. The attending physician injected altim (cortivazol) to treat the events. On (B)(6) 2009, the pt had recovered. The physician assessed the case as moderate in intensity and definitely related to synvisc.

Manufacturer narrative:
Evaluation summary - the production and quality control documentation for lot # v0803 with expiry date 08/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.